Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the left ventricular (lv) lead failed to capture at high output. Upon x-ray, it was noted that the lv lead was pulled back to the main body of coronary sinus. The lv lead was explanted and replaced. The patient was stable throughout.